Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the programmer (pp) was giving the patient "an error code" and could not adjust her stimulator. Patient services verified the message patient was getting on pp was sync screen and verified meaning of the sync screen. The patient tried to sync on the call and still got the sync screen. The patient was using duracell quantum batteries. Patient services had the patient try new alkaline batteries, and patient confirmed they were still getting the sync screen and pp was not working. The patient confirmed she had not dropped or gotten pp wet. The patient stated the pp was doing the same thing when they tried to turn her implant off with the pp at a surgery. The patient stated the implant in her body was still working, but she could not adjust due to pp not syncing. The patient said it was shocking "the heck out of her" by the stimulation being stuck. A replacement programmer was sent to the patient. No further complications were reported/anticipated.